Manufacturer narrative:
Pc-(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the tip of the trocar had been bent. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the tip of the trocar had been bent. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. D4: batch # v95g9m. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined that 2h12lp device was returned with no apparent damage. The device was fully functional according to the manufacturing requirements. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.